Event description:
Healthcare professional reported left side no complaint. Healthcare professional later reported rupture. Healthcare professional additionally reported " any creases". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Crease folding of implant: observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side no complaint. Healthcare professional, later reported, rupture. Healthcare professional, additionally reported, "any creases". The device has been explanted.